Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received 2 occlusion alarms. The customer does not recall if the blood glucose level was impacted. As the customer had changed the cartridge and infusion set prior to contacting tandem technical support, performing a system check to determine a possible cause of the occlusion was unable to be performed.